Manufacturer narrative:
Product complaint # (B)(4) d4 UDI number: UDI/gtin unavailable as this device is from a kit. Corrected information: d 1. Brand name, d 4. Catalog, h 6. Medical device problem code additional information: d 4. Lot, g 4. Combination product additional information was requested, and the following was obtained: 1. What is the lot number? 3577966 2. Please confirm, did the vstas1 tip that experienced the quality issue come from a 3 pack of tips sold separately or a vistaseal kit? Vistaseal kit with separately purchased lap adaptor. 3. If it came from a vistaseal ki,t please provide corresponding product code (vst10, vst04, vst02). Vst04 4. Is the user a new user to vistaseal? It appears so ¿ first time having this issue. Identity of end user not disclosed. 5. If not, how many times have they used vistaseal prior to this event? Site has been using for 2 years. Nurse in question - unknown. 6. How many times have they applied the laparoscopic tip? Unknown. Request to inservice site submitted by rep ¿ awaiting response. 7. Was a sales representative present during the case when the issue was experienced? No 8. Was any leakage or product solution observed at the luer locks connection? Not applicable. 9. Were there any unexpected outcomes or complications as a result of the event? No, event listed as minor. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and hemostatic agent dual applicator device was used. When opening the single package of the product, the user found a small black dot stain inside. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: patient status/ outcome / consequencesno patient involvement, the following information was requested, but unavailable: was surgery delayed due to the reported event? Unknown, action taken when event occurred? Opened a second unit, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What is the lot number? 2. Please confirm, did the vstas1 tip that experienced the quality issue come from a 3 pack of tips sold separately or a vistaseal kit? 3. If it came from a vistaseal ki,t please provide corresponding product code (vst10, vst04, vst02). 4. Is the user a new user to vistaseal? 5. If not, how many times have they used vistaseal prior to this event? 6. How many times have they applied the laparoscopic tip? 7. Was a sales representative present during the case when the issue was experienced? 8. Was any leakage or product solution observed at the luer locks connection? 9. Were there any unexpected outcomes or complications as a result of the event? 10. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? H6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 4. Expiration date, h 4. Device manufacture date, h 6. Type of investigation. A manufacturing record evaluation was performed for the device, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.